Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to ketoacidosis and high blood glucose on first week of (B)(6) 2018 and the next one was 5 weeks late, with blood glucose of 500 mg/dl, had a urinary tract infection with no symptoms . The customer admitted in the hospital. The customer was still hospitalized. The insulin pump will not be returned for analysis.